Event description:
Boston scientific received information that a lead was causing oversensing (causing false atr episodes) and had higher impedances. Dr (B)(6) attempted to reposition the lead but was unsuccessful due to venous stenosous. He decided to keep the lead as is and made a program change to the atrial sensing and atr parameters. (B)(6) hospital (B)(6) dr.(B)(6) event date: (B)(6) 2011. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).